Event description:
T was reported to boston scientific corporation that a zebra guidewire was used during holmium laser lithotripsy procedure on (B)(6) 2022. During preparation, one guidewire in a box of five was not sealed and had an opening. The sterile barrier was compromised however there was no visible damage noted on the outer packaging. The procedure was not completed due to this event and device was out of stock. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter state): (B)(6). Block h6 (device): device code a020503 captures the reportable event of unsealed device packaging. Block h10: a zebra guidewire was returned. The pouch returned open with evidence that it was manipulated, it was found that pouch head seal rubber residues for both, the chevron part (supplier seal) and the tyvek seal part (bsc seal). In addition, in the analysis, rubber residues of a label were found in the front section, and the pouch came closed with a staple. Therefore, the reported event was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The product record review results and external support form meets all manufacturing specifications required and passed all the controls and inspections; no abnormalities were reported during the assembly process. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, cause not established is selected as the most probable cause for the complaint.

Event description:
It was reported to boston scientific corporation that a zebra guidewire was used during holmium laser lithotripsy procedure on (B)(6) 2022. During preparation, one guidewire in a box of five was not sealed and had an opening. The sterile barrier was compromised however there was no visible damage noted on the outer packaging. The procedure was not completed due to this event and device was out of stock. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter state:(B)(6). (B)(4).